Manufacturer narrative:
Therapy and event date is estimated. During process of this complaint , attempts were made to obtain complete event information , but not unavailable. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Device 1 of 2: reference MFR. Report: 1627487-2020-02671. It was reported patient experienced lead migration and a revision may be schedule to address the issue. Further information was requested not obtained.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicated patient underwent surgical intervention wherein both the sacral leads were explanted and replaced with two new l1 leads.